Event description:
It was reported that there was loss of capture on the atrial lead and p-wave undersensing. Follow up confirmed that the atrial lead was 'nicked' accidentally during unrelated bypass surgery, resulting in the possible atrial loss of capture. The clinic is monitoring the atrial lead and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.